Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Customer quality investigation: the implant(s) was not returned. Investigation is conducted based on the supplied image(s). The image(s) was reviewed, and the x-ray does show malreduction in regards to fixation, however no issues were noted with the implant. As such the complaint condition for adverse event could not be confirmed. As the implant(s) was not returned an as received, dimensional, material or drawing reviews are not applicable. A manufacturing record evaluation could not be performed as the lot number could not be determined from the supplied image(s). No definitive root cause was able to be determined as the circumstances surrounding the event are unknown. During the investigation no unidentified product design/manufacturing issues or discrepancies were observed (based on the images) that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Event year reported as 2019; however exact date of postoperative malreduction development is unknown. This report is for three (3) unknown 3.5mm cortex screws/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Additional medical/surgical intervention required and loss of anatomical alignment after fracture reduction. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, the patient underwent an open reduction internal fixation (orif) revision of the forearm due to fixation malreduction. The devices were originally implanted on (B)(6) 2019. The three (3) 3.5mm cortex screw were removed from 3.5mm locking compression plate (lcp), the fracture was reduced and placed three (3) new cortex screw. It is unknown if there was a surgical delay. Procedure and patient outcome are unknown. Concomitant devices reported: 3.5mm/85mm locking compression plate (lcp) (part # 223.561, lot# unknown, quantity 1), unknown cortex screws (part# unknown, lot# unknown, quantity 3). This report is for three (3) unknown 3.5mm cortex screws. This is report 1 of 1 for complaint (B)(4).